Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited an unexpected battery depletion, during follow-up. Data was sent for an engineering evaluation at which time it was confirmed that the behavior was consistent with degradation of an internal hardware component and the device should be explanted and replaced with 28 days. No resulting adverse patient effects were reported. Subsequently, this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this device exhibited an unexpected battery depletion, during follow-up. Data was sent for an engineering evaluation at which time it was confirmed that the behavior was consistent with degradation of an internal hardware component and the device should be explanted and replaced with 28 days. No resulting adverse patient effects were reported. Subsequently, this device was explanted and returned for analysis.